Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Three photos were provided to our quality team for investigation. One image shows the top web graphics side of a blister package. The following image shows an integra syringe with a cutter exposed through the stopper. The third image shows a needle hub attached to an integra syringe, a spring, and the cutter exposed through the stopper. The reported defect cannot be confirmed from the photos provided. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. Since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are unnecessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 2265888. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305274 batch#: 2265888. It was reported that the bd syringe integra 3ml w/ndl 21x1-1/2 rb tw needle pulled out the hub. The following information was provided by the initial reporter: rcc received a complaint via phone. Pir attached customer states that his wife was giving him a shot in his buttock and when the wife withdrew, the needle was missing. The customer went to the ER to get an x-ray and the needle is in his buttock. He is going to have to have surgery to remove it. Product number: 305274; lot number: 2265888. Customer would like an ack letter and closure letter. Additional information provided: I'm sorry for the delay in response but I will give you the details I gave for the initial call on (B)(6) 2024. 1. The event occurred on 01 august 2024, at my home, near midnight. My wife was giving me a testosterone injection in my left gluteus maximus when she exclaimed "oh my god! The needle just disappeared into your butt!" 2. What physical sample? The left-over syringe with the needle missing? That I have and is at my home. 3. I arrived at (B)(6) emergency room around 1 am on (B)(6) 2024. They were unable to remove the needle and recommended I see a general surgeon. I contacted a general surgeon on (B)(6) 2024 and was told he had no availability until (B)(6) 2024 at 1:45 pm. I saw dr. (B)(6) on (B)(6) 2024 and he said that they only took x-rays at the ER and to pinpoint the exact location a CT should have been ordered. He wrote an order for a CT and told me make a follow-up appointment after the CT. I got the CT that day at seton imaging located on the (B)(6) hospital. I was able to make a follow-up appointment for dr. (B)(6) at 1 pm on (B)(6) 2024. 4. I have pictures of the needle packaging and the syringe without the needle. Please note: I have a spinal cord injury due to a parachute accident while on active duty and have had three lower lumbar surgeries and had a spinal cord stimulator implanted to help with the chronic pain. I currently have ongoing back issues in the cervical and thoracic spinal area and need periodic MRI's for that and a small tumor on my pituitary gland.